Event description:
The vertebral body replacement device was implanted in 2004; surgery finished with no complications. Approximately two weeks post-op, patient returned to the doctor symptomatic. After taking new x-rays, the struts are seen to have backed out. A revision surgery was performed 19 days later and new implant was placed.